Manufacturer narrative:
The device remains implanted in the pt and is not available for evaluation. Device identifiers have been requested. Endophthalmitis, iritis, and hyphema are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. MFR reference #: (B)(4).

Event description:
The surgeon reports a possible endophthalmitis case. In retrospect the surgeon thinks it probably was not endophthalmitis, but rather late heme reflux imitating endophthalmitis. The pt had a 20/20 visual outcome, but received intravitreal antibiotics. He was not sure whether the pt really needed the antibiotics. Additional info was requested and the surgeon provided the following specifics on the case: postoperative day 3 the pt bent over and vision blurred. Patient presented with anterior chamber reaction and tiny hyphema; vitreous was clear. Pt seen by retina specialist and given tap and injection antibiotics and the pt improved. No organisms were identified on gram stain and cultures were negative. Conclusion: unclear whether early infectious endophthalmitis or sterile iritis or merely dispersed micro-hyphema. Additional info has been requested.

Manufacturer narrative:
No device identifiers were available. (B)(4).

Event description:
The surgeon provided the following additional information. The event was most likely micro-hyphema rather than endophthalmitis. Patient was given an intraocular injection of steroids/antibiotics. The patient's most recent bcva was 20/20. The patient has healed well with good vision and good iop.